Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure, but did not know if this failure had occurred during patient use, if medication or tubing was being used, and did not have any additional contact information.